Event description:
It was reported this was a closure of the common femoral artery, using the pre-close technique prior to an endovascular aneurysm repair procedure, using a 16fr sheath. Reportedly, the footplate failed to retract, causing vessel damage, with three proglide devices. A cut-down was performed to remove the devices and repair the vessel damage. The evar procedure was completed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use as a foreseeable adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.